Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked near the fill port. The set was manually filled via a syringe with unspecified medication. This issue was discovered during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 17, 2020 - september 18, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample which suggested a leak may have occurred. A functional leak test was performed by filling the unit with green colored water. During and after fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stress member near the fill port. The tubing insertion depth was found to be inadequate, not deep enough, and therefore caused a leak. The reported condition was verified. The cause of the condition was due to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.